Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath was confirmed; however, the root cause could not be determined. Two 3.5fr microintroducers were returned for evaluation. The leading edge of each microintroducer was damaged and plastically deformed. One sheath was buckled 1.3cm from the sheath tip. Due to the evidence of use, complications during the insertion process may have resulted in sheath damage; however, the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by customer that 3fr dilators are buckling when trying to transition through skin. Additional information 6/19, in inability to advance dilator and sheath through skin required additional skin nick and obtaining new 3 fr. Dilator. No urgent/life threating medical situation. On 12/08/2023 - two samples were returned for investigation. The leading edge of each microintroducer was damaged and plastically deformed on both samples. This report addresses the first sample.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by customer that 3fr dilators are buckling when trying to transition through skin. Additional information 6/19: in inability to advance dilator and sheath through skin required additional skin nick and obtaining new 3 fr. Dilator. No urgent/life threating medical situation.